Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker exhibited far r oversensing. Rf telemetry lockout was also noted during in clinic interrogation. No intervention was done. The patient was stable.